Manufacturer narrative:
Based on the data provided, the investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer replaced the dilution nozzle, vacuum nozzle, and vacuum valves. He cleaned the vessel and ran reagent primes and ise checks. Calibration and qc results were acceptable. Foreign country: this event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect sodium results for 34 patient samples from the cobas 8000 cobas ise module. Refer to the attachment to the medwatch for all patient data. It was requested but not known if the questionable results were reported outside of the laboratory. The sodium electrode lot number was requested but was not provided.